Event description:
It was reported that foreign matter was found during inspection.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No additional event details have been provided to date. Should additional info become available, a follow-up report will be submitted. A return sample for evaluation is not expected.